Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn: 9617604-2025-00231. The date of that submission was 16-jun-2025. B3. Date of event: month and year of event have been provided, but day is unknown. The customer provided the event dates 05-may-2025, 06-may-2025, 12-may-2025, and 19-may-2025; however, it is unknown which day the issue occurred for this lot. E1: initial reporter phone: (B)(6). H3: three used samples with list#: 21-7308-24 were received for evaluation. One of the samples was attached to a used chemo lock port. Visual inspection found no damage or anomalies. In order to replicate clinical use each cassette was filled with 100ml of water using an ICU medical provided syringe and were inserted into a cad solis pump. The cassette with a chemo lock port was attached to a chemo safe lock. The cassette was primed will 10 ml and no difficulties filling the cassette were observed. Additionally, no alarms or difficulties priming were observed. The complaint of downstream occlusion alarms cannot be replicated or confirmed. A device history review found no discrepancies or anomalies relevant to the complaint.

Event description:
It was reported that when starting the pump, it alarmed "downstream occlusion, clear occlusion between pump and patient." The event occurred during testing of the cassette with the pump in the hood. There was no patient involvement.